Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level and ketones; cause of bg/ketones was not known. A correction bolus was delivered and a supply change was performed to address bg/ketones. The customer continued to experienced an elevated bg and elevated ketones ranging between 1.0-2.0 mmol/l. Customer was treated while in the emergency room(ER) with a manual injection of novorapid while customer's bg was 378 mg/dl and had 2.8 mmol/l ketone level. Customer was discharged from the hospital. Once back home, customer resumed pump therapy and once more experienced an eleveted ketone level of 4.0 mmol/l. Customer returned to the hospital and the customer's healthcare provided alleged cause of bg/ketones to be either a result of using humalog insulin with the pump or the an unspecified pump issue. Customer was released from the hospital and reverted to insulin pens for insulin therapy. No additional information was provided.